Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported driveline fault alarm, and a specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no alarms related to the pump or driveline captured. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is also currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline fault that would not clear with self-tests. Log files were sent for review. The pump itself appeared to be operating within normal parameters.